Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review : part# 07.702.016s, lot # 4f53730, manufacturing site: osartis gmbh, supplier : (B)(4). Release to warehouse date: 13 jun 2024, expiration date: 01 jun 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a vbs (l1-l3) for l2 vertebral fracture on (B)(6) 2025, with cement and viper prime screws. First, vbs was performed on l2, and pps were inserted into l1 and l3. The cement was mixed and after about 9 minutes, the cement reached the correct viscosity. Once preparation for injection was complete, 1 cc of cement was injected to the right of the l1 vertebral body at 10 minutes and 20 seconds. After that, 1cc of cement was injected to the left of the l1, but the cement flowing into the blood vessel was confirmed using imaging, so the cement injection was stopped. The cement injection was stopped, but the cement continued to flow into the blood vessels and the tip reached the ivc. Under the image, it was confirmed that the cement continued to float the blood vessel for a while, and then the tip that had protruded out flowed toward the head. The anesthesiologist checked vital signs but there were no changes. When the cement fragment was tracked under imaging, it was confirmed to remain in a location that appeared to be within the atrium or pulmonary artery. The surgeon continued with the surgery as there was no current impact on the patient, while considering whether to consult a cardiovascular surgeon. The surgeon injected 3cc of cement into the left and right l3ps. He was worried that 1cc of cement was not enough for l1, so he added 1cc to the right, where it seemed there was no leakage. The surgeon then added 1cc each to the left and right l3 ps and did not inject any additional cement into the left l1. The completion time of cement injection was 18 minutes 30 seconds from mixing. The set screws were then inserted into the rod and the surgery was completed. Under imaging, the surgeon determined that the possibility of screw displacement was small. The cement was injected with the correct viscosity, and no deviations from the procedure manual had been observed during processes. Subsequent checks showed that the cement had reached the lungs, but was within the peripheral blood vessels, and as there were no symptoms, the patient was placed under observation. The surgeon opined that there happened to be a blood vessel where the screw was inserted, and the cement leaked out. The patient is currently asymptomatic and is being managed in the ICU. Patient was stable. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.